Event description:
Patient had revision surgery to reposition ipg after it was determined to have flipped in its location causing connectivity issues with the therapy disc. Patient had delayed wound healing post revision surgery and initially considered having the device explanted but had since recovered and device positioning issue has been resolved.

Manufacturer narrative:
No additional information available about event or patient.